Event description:
The customer reported via phone call that they experienced high blood glucose.. The customer¿s current blood glucose value was 480 mg/dl. The customer experienced nausea and difficult in breathing symptoms due to high blood glucose. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did allege under delivery on insulin pump. Customer also reported that the retainer ring was damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.